Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure, to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. On (B)(6) 2018, the patient was re-hospitalized with dyspnea. Echocardiogram noted that the mr had increased to grade 3-4 and the clip implanted on the lateral side of the leaflet had detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). On (B)(6) 2018, an additional clip was implanted to stabilize the detached clip and reduce mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of a reported part and lot number, UDI cannot be calculated. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information was not provided. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. The worsening mr appears to be due to the slda and the reported dyspnea appears to be a cascading effect of the worsening mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.